Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the unit . The fse traced the fault to helium regulator leaking from the assembly. To address the issue the fse replaced the helium regulator and the helium transducer ( unable to remove original transducer ). The fse performed the helium leak test without incident. The iabp passed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer noticed during daily checks of the cardiosave intra-aortic balloon pump (iabp) that the helium gauge was showing empty. The customer exchanged the helium tank and when opening the tap on the newly fitted tank could hear a "very loud hissing noise" from the iabp cart. Additionally, the customer stated they could feel the gas leaking from the lower part of the regulator under the aluminum plate. There was no patient involvement and no adverse event reported.